Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient underwent an implantable pulse generator (ipg) replacement procedure. No complications patient left happy with therapy restored. No product will be returned as it was all disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last 2022 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).